Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1036844-2009-00241 for first event involving same patient. It was reported that after the catheter was inserted, the operator noticed blood leaking from the hemostasis valve and as a result, removed it from the patient. A new catheter was inserted; however, the same issue occurred.